Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited undersensing. The lead remained implanted.